Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced an elevated blood glucose level of 22 mmol/l (396 mg/dl), and ketone levels (1.8 mmol/l), accompanied by nausea, vomiting, palpitations, and tingling in the arms and legs. The device could not be reset to automatic mode, prompting the patient to seek emergency care. At the hospital, the patient was evaluated by an internist, who recommended manual insulin injection and placement of a new pod. An aeg was performed, along with blood and urine analyses. The total hospital visit lasted approximately six hours.